Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 151731 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot: 151731, device part number 195-430h / lot: 146391a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 151731 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported false positive results with the binaxnow covid-19 antigen self test performed on (B)(6) 2021. Repeat testing was performed on (B)(6) 2021 and generated positive results. Confirmation testing was performed on (B)(6) 2021 with pcr and that generated negative results. Per the consumer, the patient is not symptomatic. Additionally, the patient is fully vaccinated. Although requested, additional information, including patient treatment and outcome was not provided.